Manufacturer narrative:
Additional information was requested but is not available. D6a: implant date is estimated to have occurred in (B)(6) 2022.

Event description:
It was reported through the european heart journal supplements identifying a right ventricular (rv) lead that may be related to hospitalization due to twiddler's syndrome resulting in dislodgement evidenced by x-ray imaging. The patient had bradycardia upon admission. The event was resolved by repositioning the rv lead. Details are listed in the article titled "european heart journal supplements, volume 25, issue supplement_d, may 2023, pages d113¿d114, https://doi.org/10.1093/eurheartjsupp/suad111.268." Additional information was requested but is not yet available.